Event description:
On 2/6/86 device was implanted. On 3/31/87 the cylinders were revised. On 6/21/91 the left cylinder was revised. On 5/5/97 the ipp device was removed from the pt and a malleable device implanted due to "leak."